Manufacturer narrative:
Device evaluation of battery charge sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the charger was resetting and was unable to recognize a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the battery charger was unable to charge a battery pack.